Event description:
It was reported that during a procedure in the mildly tortuous, mildly calcified, mid circumflex artery, a perforation was noted post non-abbott stent deployment. A 3.0 x 16 mm graftmaster was deployed at 14 atmosphere (atm) successfully; however, the perforation was not completely sealed. A second graftmaster was attempted but could not reach the distal perforation at the lesion. A 3.5 x 15 mm non-abbott stent was deployed distally and the balloon inflation held until the perforation was sealed. The patient was reported as stable throughout the procedure. There was no reported adverse patient sequela. The patient was reported in good condition post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The patient anatomy was mildly tortuous and calcified which likely contributed to the reported difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: cougar; inflation: 20/20; sheath: 6 f ebu 4.0; stent: 3.0 x 16 graftmaster. The second granftmaster, is being filed under a separate MFR number. Evaluation summary: evaluation of the returned graftmaster stent delivery system (sds) noted contrast visible in the inflation lumen and in the balloon, consistent with preparation. The stent implant was stationary on the tightly folded balloon where it was originally crimped with no damage noted. There was a kink in the shaft at the distal end of the strain relief tubing. Since this damage was not reported in the incident information, the kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Although the anatomical conditions were not reported, it was noted the sds was attempting to advance through a previously placed stent, which likely contributed to the reported difficulties. Additional non-surgical treatment was used to seal the perforation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.